Event description:
It was reported that the patient was reprogrammed "too high" and walked around with stimulation "too strong" and "zapping." The stimulation was turned off using the recharger and the patient no longer experienced too high of stimulation. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger. Product ID 37744, serial# (B)(4), product type: programmer, patient. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).